Event description:
It was reported that the magazine did not work, only partially triggered and clamps were bent and did not hold. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch # unk. Investigation summary. This is an analysis of twelve photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon photos visual inspection it could observed a gold reload inside a plastic bag that appears to be fully fired from the right side and partially fired with some staples on the left side. Also the sled and the body reload appears to be damaged and the pan can be observed partially dislodged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.